Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 44508. Need update 4.3 software. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal. Visual and functional tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.